Manufacturer narrative:
The reported issue of fat necrosis caused by cold-induced "panniculits" was assessed as a serious injury related to the use of the coolsculpting device. Surgical intervention was performed to for remove underlying calcified fats and avoid serious complications. The system log was retrieved for investigation and no device malfunction was identified. The device performed as designed. Zeltiq (now allergan) was initially made aware of the reportable event on (B)(6) 2017, and an initial attempt to submit this MDR was made on (B)(6) 2017. However, due to the incorrect method of submission recently identified and being rectified by the organization, and for which FDA's guidance was sought in december 2018 under csh-14390, this MDR is being re-submitted.

Event description:
On 02/15/2017 allergan received report of a (B)(6) female patient who had developed bilateral and symmetrical large, hard, tender, warm and erythematous plaques on the treated areas 2 weeks after receiving coolscultping treatment on bilateral inner thighs on (B)(6) 2017. The patient was initially diagnosed with cellulitis and was given keflex and prednisone, with no improvement of symptoms. On (B)(6) 2017 the physician confirmed that the patient had completed a course of steroids, and the symptoms have resolved. On (B)(6) 2017, the patient consulted her physician because the same area had turned into darkened, hardened balls, warm and tender to touch. On (B)(6) 2017, allergan was made aware that the physician provided a diagnosis of fat necrosis caused by cold-induced panniculitis, and stated that surgical intervention was needed to remove the underlying calcified fats. On (B)(6) 2017 the practice confirmed that the patient had completed surgery, and has refused to provide further information. On (B)(6) 2017 the system log review was completed and no device malfunction had been identified. The result of the device "investifgation" showed that the device functioned as designed.